Event description:
It was reported that the implantable pulse generator (ipg) experienced early battery depletion and the right atrial (ra) lead exhibited high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574 implantable pacing lead (B)(6) 2008, 3487a pain stim lead (B)(6) 2002, 7495lz51 neuro extension (B)(6) 2002, 7434a neuro programmer (B)(6) 2002, 7425 pain stim implantable pulse generator (ipg) (B)(6) 2002, 8709 catheter (B)(6) 2008, 8637-20 neuro pump (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.